Event description:
Reported via clinical study: it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At an unknown time, a 2mm peri device leak was discovered and was repaired by percutaneous leak closure. The outcome of the event was resolved on (B)(6) 2025.